Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that the display on their device was blank. After an evaluation of the device, it was observed that the device was not booting up completely and was unable to charge defibrillation energy as a result. There was no patient use associated with the reported issue.